Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The implantation and event dates were estimated as (B)(6) 2000 and (B)(6) 2021 based on available information.